Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. A philips remote service engineer (rse) inspected the system remotely and confirmed the report event. Rse found that the scc (stand controller, coordinator of geometry) didn¿t fully boot up, showing a red led, and the geo pc was not booting. Also it was confirmed by rse that there was no communication with the host pc. A philips field service engineer (fse) visited onsite and replaced the geometry pc which was returned for analysis. Part analysis indicated that the main board of the geometry pc had failed. After the replacement of geometry pc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.

Event description:
It was reported to philips that the geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.